Event description:
Add'l info received from the hospital 5/12/2003: here is the response that they received from the bd rep. The way reporter reads it, they say they are changing their insulin syringes but, they changed the 25g, which is the tb syringe. Unless, they intend on changing the insulin syringe as well. If that is their intent, they should have done both changes at the same time.

Event description:
B-d has apparently recently changed the color of their packaging for tuberculin syringes to orange. This is the same color as their insulin syringe packages. Given the recent alerts regarding insulin errors, this needs to be taken care of quickly. Co is talking to staff and warning them of the potential problem, and for right now trying to keep the syringes separated. Co's csr dept is communicating with the b-d rep, but not sure what arrangements have been made.